Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap assisted proximal gastrectomy. According to the reporter: after placing the anvil on the esophagus, the doctor had difficulty attaching the anvil. They confirmed that the distal part of the anvil was expanded, preventing it from connecting with device. An additional resection was required to extend the surgical incision to remove the anvil. By use of another anvil, an anastomosis was performed. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.